Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports hasn't been able to wear the aligners due to excessive bleeding when the aligners are removed in the morning. The gums have receded and the patient has not been able to schedule appointment with dentist for several months. The patient also notes pain (level 7), sensitivity, discomfort, and aligners not fitting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.